Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that there was blood in the balloon material which suggests that there is a leak in the device. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole of the balloon material located at the proximal edge of the proximal marker band. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and tactile examination of the hypotube was completed. No damage or any issues were noted with the hypotube that could have contributed to the complaint incident. A visual and tactile examination of the shaft polymer extrusion was completed. No damage or any issues were noted with the shaft that could have contributed to the complaint incident. All blades were intact and fully bonded to the balloon surface. No damage or any issues were noted with the blades that could have contributed to the complaint incident. A visual and microscopic examination of the marker bands was completed. There was no burrs or uneven edges observed on the marker bands. No damage or any issues were noted with the marker bands that could have contributed to the complaint incident. No damage or any issues were noted with the tip that could have contributed to the complaint incident. No issues were identified during device analysis.

Event description:
Reportable based on device analysis completed on 26aug2019. It was reported that the device could not cross the lesion. A 10 mm x 3.00 mm in diameter, 90% stenosed target lesion was located in a moderately tortuous and moderately calcified right coronary artery. A 10/3.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. Patient was stable post procedure. However, device analysis revealed that there was a leak from a balloon pinhole of the balloon material located at the proximal edge of the proximal marker band.